Event description:
The cautery machine for no reason started flashing the numbers on the display screens during the surgery. During the surgery the machine was turned off, then back on. Problem was solved for a moment. Machine was replaced by another machine.